Manufacturer narrative:
New information: mentor received additional information indicating the impacted product was a gel mentor breast implant of unknown type that ruptured. Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced rupture on the left breast implant. The patient felt change in shape. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor with gel that appeared clear. Red, brown and yellow material was observed within the device. Red and white material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The patient felt change in shape. As a result, patient underwent removal of the implant on (B)(6) 2018.